Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-13971). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the generator was scheduled for change out since last device check noted estimated longevity of 7.3 months. During subsequent follow-up, the device could not be interrogated with 3 separate programmers. It was suspected that the device may be past eol. The device was explanted and replaced. The patient was in good medical condition following the event.